Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged unexpected battery power loss, charge/battery lasts less than expected, pump error 68, pump error 49, pump error 23, and high bg's found on (B)(6) 2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Pump downloaded history confirmed pump error 68 on (B)(6) 2021 at 00:42:05.000, pump error 49 on (B)(6) 2021 at 00:42:05.000, and pump error 23 on (B)(6) 2021 at 00:42:38.000 due to hardware error isolated to electronic assembly. Unable to confirm high bg's. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. In summary, customer allegation for pump error 68, pump error 49, and pump error 23 was confirmed in pump downloaded history due to hardware error isolated to electronic assembly. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. Unable to confirm high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 525 mg/dl. Customer's current blood glucose level was 276 mg/dl. Customer stated insulin pump turned off, they noticed battery was not lasting the way it should be. Trouble shooting was declined. Customer reported multiple insulin pump error alarms and replace battery alarm. Customer was not reporting symptoms of high blood glucose. Auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.